Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had ins reposition in july because the ins was turned on its side. They notified date was unknown but believes in july. Caller reports patient noticed the ins turned on its side back in june additional information was received on 2024-aug_27 and it was stated that the cause was unknown. Additional information was received on 2024-aug-28. The rep reported that per the patient their ins flipped in the pocket. Surgeon performed a pocket revision